Event description:
During service by baxter, the infusion pump was found to contain failure code 703. According to the hosp rep, no pt injury or medical intervention had been reported related to the device. No add'l info or contact was available.

Manufacturer narrative:
Eval summary: failure code 703 was confirmed in the event history. Inspection of the device found that failure code 703 was caused by a defective user interface module printed circuit board. The user interface module printed circuit board was replaced. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is being investigated under CAPA, mdq-CAPA-91.